Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed. One 5 fr dual lumen powerpicc kit was returned for evaluation. An initial visual observation showed the kit was returned open and all of the kit components were returned within. The proximal end of the stiffening stylet within the red lumen of the catheter was observed to be unraveled. A section of the stylet protruding from the distal end of the catheter was observed to not be unraveled. The catheter was returned in two segments and appeared to have been trimmed just distal to the 44 cm depth marker. The stylet was able to be removed from the catheter with the t-lock without any significant resistance. A microscopic observation revealed the weld tip of the stylet was missing. The break in the coiled wire was observed to be mostly flat with a peak near its center. The most distal coil of the coiled wire was observed to be bent slightly inward. The break in the core wire was observed to be angled and striations were observed on its fracture surface, which was lustrous. The features of the break surfaces of the returned stylet are indicative of damaged caused by a sharp instrument such as scissors. The product IFU cautions: ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that fine shreds were found off the stylet in the process of catheter insertion, leading to failure of catheter placement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3245 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that fine shreds were found off the stylet in the process of catheter insertion, leading to failure of catheter placement.